Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was failed to be communicated. A technical support specialist (tss) dialed into the server and ran a downtime query, restarted the external messaging service, bd external messaging service and all net services, tss ran the query again and tss dialed into the station and verified that no error messages were populated to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient data was not current and there was a patient interface issue. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.